Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The day after event onset the patient was hospitalized for the event and began treatment with injection of imipenem (250 milligrams, twice a day, route not specified) and injection of vancomycin (1 gram, after three days, route not specified) for peritonitis. At the time of this report, the patient was recovering from the peritonitis and antibiotic therapy was ongoing. Dianeal therapy was ongoing. No additional information is available.